Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Total hip revision was done on 3-4-13. Accolade I stem was removed as well as 40mm f trident x-3 liner and 40mm biolox universal femoral head. Stem was grossly loose. Original surgery was done on 5-11-09. Poly liner exchange was done and restoration modular cone body and plasma stem was reimplanted with a 40mm femoral head.

Event description:
Total hip revision was done on (B)(6) 2013. Accolade I stem was removed as well as 40mm f trident x-3 liner and 40mm biolox universal femoral head. Stem was grossly loose. Original surgery was done on (B)(6) 2009. Poly liner exchange was done and restoration modular cone body and plasma stem was reimplanted with a 40mm femoral head.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Insufficient medical records were received for review with a clinical consultant. Device evaluation: visual inspection: the accolade stem showed a small amount of boney matter on the proximal portion of the stem. Dimensional inspection: the device is dimensionally within specification. A material analysis has been performed. The report concluded: the accolade stem showed a small amount of boney matter on the proximal portion of the stem. No material or manufacturing defects were observed on the returned components. The event could not be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays and patient medical records would be helpful in investigating this event further.